Manufacturer narrative:
H3: product analysis found that, verified 'not working properly.' Unit presented with an incomplete sw:(v1.7.5) update, a defective crm pcba, a defective eic pcba, a defective fan, and a defective ssd(v1.1.1) pcba. H6: the previously codes fdm b17, fdr c20, fdc d16 are no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received that, the issue was not resolved with trouble shooting. The nim vital would not even turn back on after an attempted reboot.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, the system will intermittently start up with a "med radio failed", med radio 2 failed" or "system error." The only option available when these errors displayed was to shut down system. There was no known patient impact.